Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and a syringe not in place error was present. The device was visually inspected. Functional and visual tests were performed and the reported issue was not duplicated but verified in the event log. The cause of the reported issue was unknown. As a result, the clutches were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a syringe flange not detected. During physical inspection, it was found that there was a syringe flange not in place error. There was no patient involvement, no injury was reported.